Event description:
It was reported that the 9800 system made a crackling noise when imaging. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The snubber board, x-ray tube, and high tension tank were replaced. The collimator and filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.